Event description:
The facility stated that the surgeon implanted a aq2010v 3 piece silicone lens. The surgeon removed the lens during the same procedure as he didn't feel the lens was sitting properly in the eye. The incision was enlarged to remove the lens. The facility was unable to provide the injector and cartridge model and lot numbers.